Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2017 the patient contacted animas, alleging an inadvertent infusion issue. The patient stated that they had a blood glucose (bg) of 35 mg/dl with difficulty walking, difficulty speaking, dizziness and vomiting. The patient did not receive any treatment above and beyond the usual routine care of diabetes management. Customer support (cs) completed troubleshooting and the patient stated that they believed they gave them self insulin when trying to remove the part that covers the ifs. The patient stated that the amount of insulin infused was 20 units. This report is being made due to the bg excursion the patient experienced.